Manufacturer narrative:
Internal identifier(s): (B)(4). Concomitant medical device: architect i1000sr analyzer, list # 1l86-01, serial # (B)(4). Evaluation results: cross contamination was identified as a potential cause. Conclusion: (B)(4) manufacturing process. An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual grayzone/(B)(6) results rate was detected on march, 2009. The investigation revealed the most probable cause for the increase rate of (B)(6) results is the hav antigen code 26286 which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the negative samples leaving the assay prone for false grayzone/(B)(6) results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.

Manufacturer narrative:
(B)(4). Type of remedial action initiated: in the previous submission, the type of remedial action was submitted as a product correction. The type of remedial action taken by abbott was a recall, which has been corrected in this submission.

Event description:
The customer noticed an increase in architect havab-m patient gray zone results after instrument maintenance was performed. The customer stated nine patient samples generated gray zone results when havab-m reagent lot 93794hn00 was in use. The customer stated after repeat testing per package insert recommendations, eight samples generated non-reactive results and one result remained gray zone (no data provided by the customer). The customer sent some gray zone samples to another lab for confirmation testing and the samples generated non-reactive results. The customer received a new lot of havab-m reagent, quality controls were running within specification with the new reagent lot, therefore, the issue was resolved. There was no impact to patient management as the initial gray zone results were not reported to medical providers.